Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the xenon lamp was not turning on. The emergency lamp was working however, a spare lamp error was displayed due to faulty converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii xenon light source lamp intensity is low. The lamp was replaced however, it sometimes come on/off. In addition, the lamp takes longer to turn on. During a standard service inspection of the customer returned device, main lamp failure to light up was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely, due to the faulty power unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the event occurred during the daily routine inspection.